Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain and a capsule that changed shape", rupture found at surgery.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -pain: unable to confirm as it is a medical event not related to the device .-visibility/palpability: unable to confirm as it is a medical event not related to the device.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced with non-allergan device.